Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported unit has an issue scrolling and entering information on display. The reported symptom was verified. The device exhibited an automatic output of the #9 key when using the keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue scrolling and entering information on display. There was no patient involvement. No additional information is available.